Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A guidezilla guide extension catheter was used to help treat the coronary artery. Upon removal of the guidezilla guide extension catheter from the patient, the collar part was separated. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.